Event description:
The physician reported that during a standard reply 200 dr fu interrogation, he had an unspecified telemetry error and the pacemaker was found in nominal mode. Then, he reprogrammed the device with the previous parameters and the tests were all perfect.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The files analysis led to the following observations: the pacemaker switched in nominal mode was because the emergency button (over the inductive head) has been pressed by the user. Based on the available data, no issue is suspected on the device